Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: patient age at the time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand bandages variety assorted 110ct USA 381371190560 381371190560usa , lot number 33423basp. D4: UDI #: (B)(4). Upc # 381371190560. Lot number #: 33423basp. Expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical code: e2402 refers to consumer "intentional misuse/off-label use" of the product. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2024-00022. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported he had some cancer cells removed from his neck, and he bought a band-aid to cover them. He noticed that when he removed the band-aid, his skin broke out. It was reported that, consumer used one band-aid twice a day. The symptoms have worsened after the patient stopped using the product. Consumer visited hospital to consult health care professional (hcp) about reaction to the band-aid. No treatment was administered or medication prescribed. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2024-00022. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H2, h6: the band aid brand bandages variety assorted 110ct USA 381371190560 381371190560usa referred to in this complaint relates to a product marketed in the co-packer, where there are several batches of product making up the same batch. In this way, below is the evaluation carried out in all batches produced in brazil and make up the lot 33423basp product band aid brand bandages variety assorted 110ct USA 381371190560. 1. Bib band-aid flexible fabric assrtd 30ct with lot 3053b manufactured on nov 11, 2023. 2. Bib band-aid flexible fabric assrtd 30ct with lot 3033b manufactured on oct 31, 2023. 3. Bib band-aid flexible fabric xl 10ct with lot 1323b manufactured on may 12, 2023. 4. Bib band-aid flexible fabric xl 10ct with lot 2133b manufactured on aug 02, 2023. 5. Bib band-aid flexible fabric xl 10ct with lot 1353b manufactured on may 15, 2023 6. Bib intermediary variety pkg ass 30ct with lot 2833b manufactured on oct 10, 2023. 7. Bib intermediary variety pkg ass 30ct with lot 2913b manufactured on oct 18, 2023. 8. Band-aid wrtbl plus aos bib 20ct with lot 0943b manufactured on apr 04, 2023. 9. Band-aid wrtbl plus aos bib 20ct with lot 3123b manufactured on nov 11, 2023. 10. Bib intermediary deco 20ct with lot 1153b manufactured on apr 25, 2023. 11. Bib intermediary deco 20ct with lot 0263b manufactured on apr 25, 2023. Device history records, this report disclosed that all processes in place at time of manufacturing met specifications for all products and no excursion were found, all packaged products met all established parameters. There were no processing or packaging deviations associated with this batch. All raw material and component records were reviewed for this lots. All raw materials passed the incoming quality inspection with no issues seen. There were no changes to any raw materials used for this lots. All components also passed the incoming quality inspection with no issues seen. This is two of two follow-up (01) medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2024-00022. The same patient is represented in each medwatch. If information is obtained that was not available for this follow-up medwatch, an additional follow- up medwatch will be filed as appropriate.